Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteroscopy procedure, the ptfe coating inside of the device is stripping off inside of the patient as the physician is passing the basket in and out. The physician extracted the strips through the kidney, but cannot confirm 100% was extracted. The physician was able to complete the procedure with this device. No harm to the customer and no additional procedures are being scheduled.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, trends and quality control was conducted during the investigation. The complaint device was not returned to assist in the investigation based on a review of the complaint history, it is likely the inner lumen of the sheath is shedding liner particles/filaments/segments. Images were provided by the customer, which shows segments of the inner lumen of the introducer have shredded, possibly into the patient. The physician removed some of the strips/segments. The root cause was determined to be manufacturing/process related. . We have notified the appropriate internal personnel, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no risk mitigation activities are required at this time.

Event description:
During a ureteroscopy procedure, the ptfe coating inside of the device is stripping off inside of the patient as the physician is passing the basket in and out. The physician extracted the strips through the kidney, but cannot confirm 100% was extracted. The physician was able to complete the procedure with this device. No harm to the customer and no additional procedures are being scheduled.